Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the patient underwent uncomplicated cataract (phaco) extraction and iol insertion on (B)(6) 2019 and that one day post-operatively the iol had completely subluxed necessitating a pars plana vitrectomy. Trauma, prior vitreoretinal surgery, pseudoexfoliation syndrome (a condition that causes instability of the capsular bag where the iol is placed), certain connective tissue disorders and inflammation in the eye (such as eye uveitis) are known risk factors for iol subluxation. The rayner risk analysis also identifies the following as possible causes of iol subluxation; lens instability due to microphthalmia, use of incompatible surgical accessories causing damage to lens, exposure to excessive heat (>140 degrees celsius) and long term instability of eye anatomy. "Iol dislocation and subluxation is listed in the "adverse events" section of the rayone IFU. There is currently insufficient information available to determine the cause of lens subluxation in this case. Rayner is following up with the healthcare facility to obtain additional information. Our review of production records for the rayone aspheric rao600c batch 049136086 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the rayone aspheric rao600c (april 2019) was carried out to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the rayone aspheric rao600c batch 049136086.

Event description:
On 7th december 2019, rayner intraocular lenses limited received notification from a us healthcare facility of an event that occurred following implantation of a rayone aspheric rao600c. The event description provided states that one day post-operatively "iol completed subluxed" necessitating a pars plana vitrectomy.